Event description:
In 2005 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. Patient reported that on an unspecified date she obtained the results of 137 mg/dl and 107 mg/dl on the reported meter within 10 minutes of each other. The patient took no action following use of the reported meter, and received no medical attention. Customer care advocate determined that the meter was set to the correct unit of measure and correct calibration code number, the patient was incorrectly cleaning the fingerstick puncture site and incorrectly applying blood to the test strip, the test strips were not expired or stored improperly; however the test strips were damaged. Quality control testing was performed with passing results. The meter, test strips and control solution were replaced.